Manufacturer narrative:
Upon further review, this MFR 2017865-2019-18351 is retracted as the event for this product will be handled in its entirety in MFR 2017865-2019-18344.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, a fluoroscopic imaging was conducted and it was noted that the right atrial (ra) lead was dislodged. The ra lead was repositioned to resolve the event. The patient was stable with no consequences.